Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by fax and phone. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, the lens was exchanged. In a follow up, the surgeon reported the reason for the exchange was due to blurred vision and the patient feeling "unbalanced" due to anisometropia.